Event description:
It was reported that occlusion alarms occurred. Customer declined further troubleshooting, no further information was provided. Customer's blood glucose was 280 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.